Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the software 9735585 stealthstation cranial (unknown serial/lot #) found no failure. Product event summary #s7 used with visualase inaccuracy placement of laser fiber. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of an electrode and probe placement. It was reported that the site reported that the laser fiber was placed 2mm left inaccurate using the leskell frame. They repositioned and it was still off plan. Surgeon continued with case with laser fiber placement being adequate for his purpose. No impact to patient and less than an hour of delay reported.